Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 1 the home choice (hc) and the home patient (hp) stated the unused line clamps were open. The technical service representative (tsr) explained the alarms and instructed the hp to cycle the power. The hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.